Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii" and rupture. Healthcare professional also reported "in the lower inner quadrant immediately adjacent to the implant there is a 10mm well-circumscribed oval enhancing mass with persistent type kinetics." Device has been explanted.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii" and rupture. Healthcare professional also reported "in the lower inner quadrant immediately adjacent to the implant there is a 10mm well-circumscribed oval enhancing mass with persistent type kinetics.". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold, wear abrasion, stress mark. A microscopic analysis was performed which identify crease sharp on posterior side. Based on the device analysis the final assessment is: a crease sharp on posterior side due to fold flaw opening.